Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver alerted for a high blood glucose value while the smart device alerted for a low blood glucose value. No additional patient or event information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue as receiver data was not provided for investigation. The complaint confirmation of the receiver alerted for a high blood glucose value while the smart device alerted for a low blood glucose value could not be determined. A root cause could not be determined.